Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
This is a follow up to a medwatch submitted under manufacture report number 9617229-2019-23535. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.